Event description:
It was reported that during a stenting treatment procedure, the stent prematurely deployed. The target lesion was located in the iliac artery. A .035 zipwire was placed and pre-dilation was performed with a non bsc balloon. The 7.0x118mm epic stent delivery system (sds) was then advanced on the wire. Prior to entering the patient, the sds became stuck on the wire and the epic stent deployed. The devices were removed. The procedure was completed with another of the same epic stent and another unspecified guide wire. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).